Event description:
It was reported that during a glenoid labium repair of the hip joint the twinfix anchor broke inside the patient and all the pieces were removed. The procedure was successfully completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
¿H10 h3, h6: one 72200750 twinfix ti 2.8 ultrabraid used in treatment, has been returned for evaluation. The information provided states: ¿during a glenoid labium repair of the hip joint the twinfix anchor was found damaged¿. The anchor was not returned. The twinfix ti 2.8 ultrabraid is not intended to be used for hip repair. The instructions for use (B)(4) which includes specific instructions, recommendations and precautionary statements for proper use of product.there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.